Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 360 mg/dl (20 mmol/l) while wearing the pod on their arm between 5 and 24 hours. The patient noticed a significant rise in their bg levels and replaced the pod. There was no medical assistance required. The device evaluation found a damaged cannula.

Manufacturer narrative:
The investigation of the returned device found the exposed portion of the soft cannula to be stretched, resulting in the length of the soft cannula measuring above specification. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be determined when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.